Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: how was the device removed from the patient when it was locked on tissue? The surgeon was able to cut out the tissue clamped and proceed with the case. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The manual override button was not allowing it to release. Did the jaws eventually open? No. (B)(4).

Event description:
User facility medwatch form #(B)(4).